Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident.a review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.visual inspection of the rf12000, q2 controller s/n:qr0q000hx5 show the warranty seal is not broken and in its original condition; the manufacturing date of the controller is rev. Q ¿ 2018. No visible manufacturing abnormalities were found;during functional evaluation the unit was powered on and show the default settings as intended;after activation the unit using a foot pedal device (p/n10863) and a test wand (p/n asha4830-01, lot#fn05520-a) no power output signal was measured as reported; measuring the signal with an oscilloscope (p/n01381) the signal does not show any output voltage;the complaint was confirmed and the root cause was associated with an electrical component failure; factors, unrelated to the design or manufacture of the device, which could have contributed to the complaint event, include a power surge in the controller or a failure of an internal component.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that the fa quantum 2 controller won't get an energy output . The problem was found before the surgery. No patient was involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.